Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The reported product experience observed in the field could not be reproduced in the lab. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Related manufacturer report number: 2184149-2018-00110. During the procedure, the ablation catheter appeared elongated on the display; however, the electrograms and the other catheters displayed normally. The ablation catheter was replaced and the amplifier was power cycled but the issue remained. As a result, the procedure was aborted.